Event description:
It was reported that the atrial lead was oversensing and that there were inappropriate mode switching of the device. Possible lead fracture or dislodgement was suspected. It was noted that the physician was unable to reprogram around this and that the patient experienced palpitations. The lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead, implanted: (B)(6) 2003. (B)(4).